Manufacturer narrative:
Pump was received with missing segments/partial display due to cracked and bleeding on lcd glass. Unit was received with missing display window cover. The p-cap locks properly into place. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the display was damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.